Event description:
The patient was male, (B)(6) with unknown weight. The target aneurysm was located in (B)(6). The procedure was coil embolization with non-cordis coils assisted with an enterprise stent (enc452212). A few hours after the procedure, the patient's condition deteriorated. Bleeding was observed from left vertebral artery by the CT angiography. Embolization was conducted for the bleeding site. The patient is presently monitored and followed up. The physician commented that the bleeding lesion was not the treated aneurysm but vertebral artery, but it could be possible the bleeding was caused by the action of anticoagulant which affected the fragile vessel. Additionally it was reported that it was considered that the vessel became fragile because of the vascular disease. Other devices utilized during the procedure consisted of select plus 150/5 microcatheter (606-s255x lot number 15106733), enterprise, sl10, boston scientific for coil delivery, gc: envoy str 100cm (catalog/lot unknown), gw: competitor's product.

Event description:
Per the clinic, the patient sustained an impact injury at the site of the implant resulting in device failure. The results of an integrity test (B) (6), 2010 indicated the device was not performing to specification. The device was explanted (B) (6), 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).